Manufacturer narrative:
After further review of additional information received. (H3) as reported, approximately 1.5 yr post initial l tka, this 66 y/o female patient had a left knee revision due to instability. Insert was changed from 11mm to a 15mm. Patient was last known to be in stable condition following the event. The device will not be returned for analysis as the device was disposed by hospital. Only the insert was revised per the experience report. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 1.5 (cat# 02-010-01-0215 / serial# (B)(4)). Stem extension 25 lx12 mm (cat# 204-32-02 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Lgc tibial fit tray cem sz 1.5f / 1.5t (cat# 02-012-45-1515 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Threaded pin size 3.0 collarless (cat# 521-78-32 / serial# (B)(4)). 3 trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4)). Threaded pin size 2.3 collared (cat# 521-78-23 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 1.5 yr post initial l tka, this (B)(6) y/o female patient had a left knee revision due to instability. Insert was changed from 11mm to a 15mm. Patient was last known to be in stable condition following the event. The device will not be returned for analysis as the device was disposed by hospital. Only the insert was revised per the experience report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the reason for the revision reported was likely the result of instability and/or possible prosthesis wear. However, the instability and prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. The reason for filing a claim at this time may be due to inclusion of the polyethylene in the packaging recall. H6: annex e codes, annex a codes, component code, investigation conclusion code. The following sections were corrected: h3: investigation conclusion. H6: annex e code - 1924 no longer applies, annex a code - 2993 no longer applies, investigation code 50 no longer applies.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10 concomitant medical products: -logic femoral ps cem left sz 1.5 (cat# 02-010-01-0215 / serial# (B)(6)). -stem extension 25 lx12 mm (cat# 204-32-02 / serial# (B)(6)). -three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). -lgc tibial fit tray cem sz 1.5f / 1.5t (cat# 02-012-45-1515 / serial# (B)(6)). -holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(6)). -threaded pin size 3.0 collarless (cat# 521-78-32 / serial# (B)(6)). -3 trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6)). -threaded pin size 2.3 collared (cat# 521-78-23 / serial# (B)(6)). -tibial stem ext. Screw (cat# 204-70-00/ serial# (B)(6)). The reason for the revision reported was likely the result of instability and/or possible prosthesis wear. However, the instability and prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. The reason for filing a claim at this time may be due to inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.